Event description:
A user facility returned the olympus, model cf-hq290l, evis lucera elite colonovideoscope to olympus for repair due to a report of bending section internal defects. Upon inspection and testing of the returned device, it was noted that foreign material exited from the air/water nozzle. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the scope was insufficiently or incorrectly reprocessed as evidenced by foreign material found exiting from the air/water nozzle. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The following findings were also identified during evaluation of the device: light cover glasses contamination evident, light cover glasses adhesive worn, optical cover glass adhesive worn, outlet pipe blockage evident, distal end adhesive worn, control body aspiration housing coloured ring worn, no1 button worn, all angles straining, electrical safety test not to specification, adhesive part of the bending rubber was worn out.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the following a) caused the foreign debris clogged in the nozzle. But b) may have caused because appearance of the foreign debris was white fiber. A) the brush broke while the air/water valve was brushed and bristles entered in the air/water nozzle. Therefore, the nozzle was clogged. B) reprocessing with use of gauze with lint caused that cloth fibers entered and clogged in the air/water nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system: inspection of the air-feeding function and inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual: preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507) inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories: brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Olympus will continue to monitor field performance for this device.